Manufacturer narrative:
Concomitant: product ID 977a260, serial# (B)(4), implanted: 2013-(B)(6), product type lead product ID 977a260, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
Information was received on 2015-11-10 from a patient who was implanted with a neurostimulator for spinal pain. They had multiple sclerosis (ms) and they were implanted with spinal cord stimulation (scs) because l4-l5 had ruptured and calcified. The patient had noticed a sudden change in stimulation at the knees following knee replacement surgery, and it was noted to have occurred in (B)(6) of 2015. They had an appointment with their health care provider (hcp) on 2015-(B)(6), and a manufacturer representative (rep) was going to be there for reprogramming. A supplemental report will be submitted if additional information is received.